Manufacturer narrative:
An event regarding crack/fracture involving an exeter centraliser was reported. Crack/fracture of the exeter centraliser was confirmed. A material analysis has been performed. The report concluded: "the centralizer fractured in overload. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. A material analysis has been performed. The report concluded that the centralizer fractured in overload. No material or manufacturing defects were observed on the surfaces examined.

Event description:
Customer reported: " when opening the box with item 05801444 the centralizer was broken. We have dishwashed it and it changed color a bit."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported: " when opening the box with item 05801444 the centralizer was broken. We have dishwashed it and it changed color a bit."